Event description:
It was reported that the user experienced a low blood glucose of 51 mg/dl after frequently missing meal announcements, reporting announcements at approximately 20% of meals, and treated the event with oral glucose tablets. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient impact requiring self-treatment without hospitalization. Investigation included troubleshooting and education focused on proper meal announcement practices and discussion of future review with clinical support if needed. Investigation of this case revealed user-related use error associated with missed meal announcements, with no device malfunction or component defect reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational use error due to missed meal announcements.